Event description:
It was reported that the catheter was placed successfully and fixed with the suture wing into a male pt in the intensive care unit. At which time, they moved the pt into the bed and the hemofiltration machine alarm sounded. The catheter slipped approx 15cm out of the pt through the suture wing. As a result, the catheter was exchanged for the pt without incident. There was a delay in treatment with no harm to the pt, no pt death and no pt complications were reported. The pt outcome was okay.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.